Manufacturer narrative:
Equipment evaluation pending, however, no malfunction is suspected. End user drove the power wheelchair into the wall. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum."

Event description:
While operating the power wheelchair, the end user ran into a wall.